Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported receiving an e8 (power interrupt) error message on the infusion device. Pt is unable to confirm the error. Preliminary eval of the infusion device shows the up button is flat pressed. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.